Event description:
Rptr alleges pt had firmness and did ok until implants were removed and replaced for rupture. Pt has no records, spotty memory and unsure if capsulectomies done or what type of implants pt was replaced with.